Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2201459 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, no issues were encountered advancing or withdrawing the initial procedural sheaths during the percutaneous ventricular assist device removal procedure. Following the procedure, a 14f manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The first 14f manta and sheath were removed from the guidewire and a second 14f manta device and sheath were opened and loaded onto the guidewire. Again, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The second 14f manta and sheath were removed from the guidewire and a third 14f manta device and sheath were opened and loaded onto the guidewire. Again, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The third 14f manta and sheath were removed from the guidewire and a fourth 14f manta device and sheath were opened, loaded onto the guidewire, and deployed without complication. The patient did not experience any harm or health conseque nce and a post-angiogram revealed no extravasation. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: after a percutaneous ventricular assist device (pvad) removal procedure, the interventional cardiologist wanted to use the manta device to close the large bore arteriotomy site on the rcfa. It was reported to the teleflex clinical that three attempts were used with three manta devices (first 3010252479-2023-00174 manta, second 3010252479-2023-00172 manta, third 3010252479-2023-00173 manta), and each one had resistance with advancing the bypass tube into the manta sheath. This complaint is for the third manta (3010252479-2023-00173 manta) bypass device that would not advance into the manta sheath. The clinical specialist arrived after the third manta (der14553) attempt. The ic removed the existing manta sheath and placed a new manta sheath otw for the fourth attempt. The fourth manta deployed successfully, and hemostasis was achieved immediately. A post angiogram reported no extravasation. Additional information: severe resistance was met when attempting to advance the sheath.

Event description:
It was reported that: after a percutaneous ventricular assist device (pvad) removal procedure, the interventional cardiologist wanted to use the manta device to close the large bore arteriotomy site on the rcfa. It was reported to the teleflex clinical that three attempts were used with three manta devices (first 3010252479-2023-00174 manta, second 3010252479-2023-00172 manta, third 3010252479-2023-00173 manta), and each one had resistance with advancing the bypass tube into the manta sheath. This complaint is for the third manta (3010252479-2023-00173 manta) bypass device that would not advance into the manta sheath. The clinical specialist arrived after the third manta (der14553) attempt. The ic removed the existing manta sheath and placed a new manta sheath otw for the fourth attempt. The fourth manta deployed successfully, and hemostasis was achieved immediately. A post angiogram reported no extravasation. Additional information: severe resistance was met when attempting to advance the sheath.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2201459 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, no issues were encountered advancing or withdrawing the initial procedural sheaths during the percutaneous ventricular assist device removal procedure. Following the procedure, a 14f manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The first 14f manta and sheath were removed from the guidewire and a second 14f manta device and sheath were opened and loaded onto the guidewire. Again, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The second 14f manta and sheath were removed from the guidewire and a third 14f manta device and sheath were opened and loaded onto the guidewire. Again, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The third 14f manta and sheath were removed from the guidewire and a fourth 14f manta device and sheath were opened, loaded onto the guidewire, and deployed without complication. The patient did not experience any harm or health conseque nce and a post-angiogram revealed no extravasation. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.